Event description:
It has been reported to philips that there was a burning rubber smell from the ups and then the unit shut off. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected clinical use of the system is unknow. The philips field service engineer (fse) inspected the system on-site and confirmed that the there was a smell of burnt rubber and a beep from the ups (uninterruptible power supply) controller area, then the x-ray system shut down because the ups was not in bypass mode at the time. The ups is in bypass mode, and the system is fully operational, drawing power from the hospital. Both frontal and bi-plane exposure tests were successful. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. Because of faulty ups controller x-ray system was shut down and ups was not in bypass mode at the time. Ups failure is considered as a localized power failure that is not caused by the device . Since the malfunction of an external ups controller source would not be considered a device malfunction of the system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The gdt has been updated to not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.